Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented with "high watt" alarms. The patient did not exhibit any signs or symptoms at the time of presentation. The medical team suspected thrombus inside the pump. Controller log files were sent. Preliminary log file analysis revealed 112 "high watt" alarms logged since (B)(6) 2017. The patient was administered heparin. It was last reported that the patient is stable but remains hospitalized. Of note, the patient was on anticoagulation medication at the time of the reported event. The patient's hematocrit setting on the controller was reportedly correct. No further information has been provided.

Manufacturer narrative:
(Additional information received). Additional information received indicated that the "high watt" alarms resolved. The patient did not receive any further intervention during hospital course. The patient was discharged home in stable condition on (B)(6) 2017. Of note, the patient was therapeutic on anticoagulation at the time of admission. The patient did not have a recent illness that may have precipitated pump thrombus. The device was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 81 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received heparin treatment after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.